Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned fiber identified that the metal cap and glass cap were detached.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. The fiber passed functional testing for saline flow and connector segment verification. The hene (helium-neon) functional test found no breaks along the fiber length. Visual inspection identified that the metal cap was detached. Microscope inspection identified that both the metal cap and the glass cap were detached and not returned. The forward firing test for this device resulted in an output which was above the threshold for potential patient harm. The instructions for use (IFU) was reviewed. The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. There were no issues with the translation, wording or graphics. There was no evidence that the device was not used in accordance with the IFU. A risk review was completed and confirmed that the event of glass cap detached and metal cap detached was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, no complaint was reported, thus, any issue experienced by the customer could not be confirmed. However, analysis of the returned fiber identified that the metal cap and glass cap were detached. It is likely that the fiber was buried into tissue during use, thereby causing the damage which was observed during analysis. Therefore, an investigation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.